Manufacturer narrative:
(B)(4).

Event description:
It was reported that the estimated remaining longevity in september was 10 months. Patient presented in-clinic after the device vibrated. The device could not be interrogated. Multiple telemetry tests were performed, all of which failed. The device was explanted and replaced. Patient was reported fine post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the device exhibited signs of premature battery depletion.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.